Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found to be dislodged and bent. Ketones were checked and none were found to be present. As treatment, a new pod was applied, a bolus and a needle injection were administered.